Event description:
A talent stent graft system was implanted for the endovascular treatment of thoracoabdominal aortic aneurysm. It was reported that currently there is disease progression with vessel dilatation. It was reported that a recent CT revealed that there is a distal type I endoleak coming from the valiant 42x42x100 stent graft. There is also a type iii endoleak between the talent taa 36x36x114 stent graft and the talent converter 36x16x124. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information for this case has been received. The review of returned cta's 2 years post-implant revealed that both the descending taa and the aaa had been treated. The taa was treated with 2 talent thoracic stent grafts, and the distal valiant stent graft was extended to near the level of the celiac artery. Significant amounts of thrombus was seen within the distal valiant. The max taa diameter was approximately 7.0cm. A talent converter was seen positioned approximately 2.5cm below the renals, and was extended into the left external iliac artery with an aneurx limb. The max aaa diameter is 4.8cm. Thrombus is seen within the converter body. A fem-fem bypass is seen. Images from 3 years post-implant showed that the descending thoracic is now significantly tortuous and has dilated near the distal end of the valiant stent graft, and there is a likely distal type I endoleak. The max taa diameter is approximately 7.8cm; the flow lumen diameter is 2.5cm. A stent has been placed into the celiac artery. The talent converter is 3cm below the renals. The flow lumen diameter within the converter is 2cm; there is no endoleak however it is uncertain if the aaa is still being pressurized. The max aaa diameter is 5cm. Images from 3- ½ years post-implant revealed that one or more additional devices have been implanted into the distal descending thoracic aorta. The most distal device appears to be floating within the enlarged taa and there is a likely distal type I endoleak. The max diameter taa is 8.7cm. The talent converter is now approximately 4.5cm below the renals, and a valiant cuff has been implanted to 1cm below the left renal artery; overlapping the converter. The max aaa diameter is 5.4cm. Images immediately post-implant were not provided, but it is likely that the cause of the events were most likely due to disease progression and morphology changes. The reported type iii separation could not be confirmed. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. It was reported that the distal type I endoleak was attempted to be repaired. The physician attempted to get distal seal. The vessel was very tortuous at the landing zone above the sma. The physician implanted three valiant stent grafts however; due to the short landing zone and tortuosity in the aorta the distal type I endoleak was unable to be resolved. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).